Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised to address tibial cut in varus and femur was externally rotated.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event; however, provided information suggests poor device alignment was a contributing factor. Additional provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.